Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was "alldeman it drug,¿ with an unknown concentration and dosage. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient had "shingles that got on top of the old pump so the patient got a new pump." The event date was asked and unknown, the patient thought that it was 2 years ago. Product services specialist (pss) reviewed that the new pump was not registered with the manufacturer even though the patient stated they received the new pump and a new patient ID card a couple of years ago. There were no further complications reported/anticipated.

Manufacturer narrative:
Correction.